Event description:
During the procedure, there was back bleeding on the hemostatic valve of the fast-cath introducer. A non-abbott introducer was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One fast-cath hemostasis introducer was returned for analysis. The reported event of a leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the distal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.